Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to replicate the problem; iabp worked within specifications. From the power activity log, on (B)(6) 2018 it was observed that the system switched to battery #1 and ran for 1 hour, then switched to battery #2 and ran for 1 hour and 11 minutes. Then the system switched back to battery #1 which had insufficient power to keep the iabp running so it shut down sometime thereafter due to low battery. From the sequence of the events, this is normal operation of the iabp. However, the fse requested the customer to test the battery for two hours, then returned to the site and tested the iabp and found that it still worked within specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) battery was not holding a charge. The patient was to be transferred to another hospital when the iabp turned off. It was reported that the patient went into cardiac arrest. Patient had been on iabp therapy for three days prior and became increasingly unstable, arresting twice on the event date. The decision was made to transfer the patient via ambulance to the prince charles hospital. The iabp was disconnected from the wall, and at the time, the batteries were fully charged upon departure. The patient was arresting as he was being loaded in the ambulance. The patient was shocked once, sinus rhythm, the iabp was functioning normally at this time and during the transfer, the iabp functioned normally. On arrival at the (B)(6) hospital, the patient arrested again and was shocked once. At this time it was observed that the iabp battery supply had less than 25 minutes remaining. Another iabp was brought to the ambulance bay ,but the staff was unsure how to turn it on. The new iabp was taken out of the cart and the existing one was put in. At this time, the iabp was now showing less than 5 minutes of battery. The iabp was then plugged into mains power point but there was no response , and very shortly after this, the iabp shutdown. The patient was stable at this time and was rushed to the intensive care unit (ICU) where the patient was placed on another iabp in the ICU. Towards the end of the handover - approximately 45 minutes later, the patient arrested again. The original iabp was taken out of service and isolated. It was subsequently reported that the patient died the following day. The patient's death is not attributed to the iabp.